Event description:
It was reported that during a lap cholecystectomy procedure, while ligating the cystic artery the jaws detached. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Additional information was requested and the following was received:the misfiring range was between 5th clips to 8th clips. The clip was fully advanced, but while firing jaws of the clips was detached from the applicator. There was no torque and twisting. The firing position was normal no unexpected resistance, after firing it is understood that the clips has not formed and the jaws detached. Nothing was noticed about any noise.

Manufacturer narrative:
(B)(4). Broken jaw at bifurcation, device fired through lockout the analysis results found that device a was returned with the jaws broken at bifurcation. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The device was fired and the remaining clips were ejected due to the condition of the jaws. In addition, the orange indicator overtraveled. This finding is not related with the incident reported. The event reported could not be confirmed due to the returned condition of the device. The analysis results found that device b was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, one jaw was noted to be broken at bifurcation. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. The batch record was reviewed and no anomalies were noted during the manufacturing process.